Event description:
It was reported patient is experiencing pain in both right and left hip. Update 6/10/2015: patient was revised for aseptic loosening of left total hip.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as device not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Consultant noted bilateral trochanteric bursitis; no indication of any prosthesis related pathology, additional follow up notes needed. Device history review: review of the device history records indicates devices were manufactured and accepted into final with no reported discrepancies. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported patient is experiencing pain in both right and left hip. Update (B)(6) 2015: patient was revised for aseptic loosening of left total hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. This event became a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.